Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It is alleged that "[pt] received a cook celect filter on (B)(6) 2012". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Exemption number: e2016032 . William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). MFR site: name and address for importer site: (B)(4). Additional information: investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "celect: migration, organ perforation and pain updated sfc." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Unknown if the reported pain is directly related to the filter. No relevant notes on wo (work order) for neither device nor lot number. No other complaints on lot. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information reported at this time.

Manufacturer narrative:
Patient code: organ(s), perforation of (1987), not listed in IFU pain (1994), not listed in IFU. Device code: migration (4003), listed in IFU,appropriate term/code not available (3191) [device perforation], not listed in IFU. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113.

Event description:
Patient allegedly received an implant on (B)(6) 2012 via the left common femoral vein as preventative placement for deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient alleges migration, organ perforation and pain. Filter explanted on (B)(6) 2019, "because it [filter] has migrated and 2 prongs had perforated into the duodenum; and extreme psin". Per esophagogastroduodenoscopy (egd), dated (B)(6) 2016, "duodenum, in d3, 2 prongs of an ivc filter could be seen. Successful intravascular retrieval of infrarenal ivc filter. Post-removal ivc venogram and abdominal aortogram show no contrast extravasation."

Event description:
(B)(6) 2016, report from CT (computed tomography): "the arms of the ivc filter have migrated. Two of the arms of the ivc filter abuts the right side of the infrarenal abdominal aorta, the most prominent of which projects adjacent to the right posterolateral wall just above the iliac bifurcation (axial image 47 - 49). Two additional arms of the ivc filter course across the lumen of the 3rd portion of the duodenum (sagittal image 129, 139) with associated duodenal wall thickening. Additional increased density within the adjacent retroperitoneal fat with reactive lymph nodes. No organized drainable fluid collection. Reactive osteophyte at the l3 vertebral body, due to posteriorly migrated arms of the ivc filter." (B)(6) 2016, retrieval report (successful): "a snare catheter device was then placed through the sheath to the filter apex. The filter was engaged, withdrawn into the sheath, and removed. The filter was examined on the table and shown to be intact. Follow-up inferior vena cavography was performed through the introducer sheath, that was subsequently removed. Followup angiography of the abdominal aorta was performed, demonstrating no extravasation of contrast." "Findings: 1. Initial inferior vena cavogram showed the filter in the infrarenal ivc lumen with no intraluminal thrombus. Legs of the filter extend beyond the contours of the inferior vena cava into the region of the duodenum and abdominal aorta, as noted on prior CT of the abdomen and pelvis dated (B)(6) 2016. 2. Removal of the ivc filter using a snare catheter device as described above. 3. Post-retrieval inferior vena cavogram and abdominal aortogram showed no intraluminal thrombus or extravasation." (B)(6) 2016, report from CT: "vascular: interval removal of ivc filter."

Manufacturer narrative:
Additional information: investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation. The additional information regarding vena cava perforation does not change the previous investigation results for organ perforation. 20 devices in lot. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.